Event description:
Device: stryker pain pump 2 blockaid. Error: e4 pump failure. During pt use, blockaid stopped pumping medication resulting in uncontrolled pain. The pt required a replacement pump and a new supply of ropivacaine.